Event description:
The reporter indicated that a 13.7mm vicm5 13.7 implantable collamer lens of -13.00 diopter was implanted into the patient's right eye (od) on an unknown date. Excessive vault was reported and blurred vision. The lens remains implanted. Cause reported as device.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Additional information: previous supplemental MDR #1 is not applicable. Below is the correct information. B1: adverse event. B2: required intervention to prevent permanent impairment/damage. B5: the reporter indicated that a 13.7mm vicm5 13.7 implantable collamer lens of -13.00 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a shorter length lens due to excessive vault and blurred vision. The replacement lens resolved the problem. D6a-(B)(6) 2023. D6b-(B)(6) 2023. Claim#(B)(4).

Manufacturer narrative:
B5 - it was later reported that on (B)(6) 2023 the lens was repositioned and this resolved the problem. Claim#: (B)(4).